Event description:
It was reported via repair work order that the bed lost all motor functions due to faulty wire harness and damaged angle sensors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.